Manufacturer narrative:
Concomitant medical products: model: 419488, lead; implanted: (B)(6) 2012. Model: 6725, adaptor, pin plug; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia). A fracture of the low voltage, pace/sense portion of the rv lead is suspected. A new low voltage, pace/sense lead was implanted while the high voltage, defibrillation coils of the original lead remain in use. No patient complications have been reported as a result of this event.